Manufacturer narrative:
The reported event of device migration could not be confirmed. A more comprehensive assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Further information regarding this event has been requested. The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
On (B)(6) 2021, a 34mm amplatzer septal occluder was selected for implant. However, the device was not an adequate fit and did not close the defect completely and it was removed from the patient without issue. A new 40mm amplatzer septal occluder was then successfully implanted. The venous access site was closed and the patient was awoken from sedation. The patient coughed upon awakening and ventricular tachycardia occurred. Fluoroscopy was performed, which revealed that the device had migrated to the right ventricle. The occluder was percutaneously retrieved and removed through the right femoral vein. The physician reported that the septal defect was very large and that it "could have had the same result with other devices." The patient was reported to have been discharged in stable condition. Clinical study patient ID: (B)(6).